Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device mesher blades are dull. The event occurred during pre-op testing and no harm reported. An another device was used to complete the surgery. Additional information received revealed that the device was not cutting. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: on (B)(6) 2017, it was reported that the device mesher blades are dull. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer did not return the 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4), for evaluation per sap notifications listed in the complaint. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was march 25, 2014 where it was reported that the device was broken and the roller, worn bushings, worn side plates, and damaged comb were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on january 8, 2018 revealed comb, side plates, roller, roller gear, and ratchet parts were worn and damaged. The calibration was within specification and the device produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 8, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection it was noted that the cutters were not returned with device for evaluation. However, it was noted that the comb, side plates, roller, roller gear, and ratchet parts were worn and damaged. The root cause of the reported event cannot be specifically determined as the cutters were not returned with device for evaluation. The device functioned as intended after replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device mesher blades are dull. The event occurred during pre-op testing and no harm reported. An another device was used to complete the surgery. Additional information received revealed that the device was not cutting. No adverse events have been reported as a result of this malfunction. Investigation results revealed that the comb was damaged.